Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was not capturing and the patient had received inappropriate shocks. The lead had dislodged. The lead was then explanted. The patient was stable throughout the event.

Manufacturer narrative:
Additional information: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: h10: device evaluation summary should be corrected to the following: the reported events were lead dislodgement, inappropriate high voltage output, and failure to capture. As received, a complete lead was returned in one piece with helix retracted with traces of blood/body fluids. Visual and x-ray examination of the lead found overtorqued inner coil at the connector region consistent with procedural damage. After cleaning the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix length measured to be within specification. The reported events of inappropriate high voltage output and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.